Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per update received on 6/14/2016, the customer alleged issue and reason for repair is unit alarms not functional. The key failure is the power switch has no alarms.